Event description:
It was reported that the pump exhibited 4 triangles with numbers of 456390004. The event occurred during testing. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) was not performed due to the constant alarm. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the printing wiring assembly (pwa) board. As a result, the pwa board was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.